Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for complete detachment of the mitraclip, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The patient has a history of barlow's disease and leaflet insertion assessment was difficulty. One clip was implanted without issue. Deployment was started on a second clip and the clip grasped both leaflets; however, the clip detached from both leaflets, remaining attached to the gripper line only. The clip was removed successfully, without injury to the patient, septum or vessels. The procedure ended at that time, with implantation of only 1 clip. Post procedure, the mitral regurgitation (mr) was reduced from grade 3 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that it is known that barlows disease is particularly challenging in terms of leaflet anatomy with increased thickness and excess tissue. In this case, it very likely that this type of challenging anatomy led to difficult and inadequate grasping, ultimately resulting in complete clip detachment. The reviewer further noted that this is an expectable event in such patients. All available information was investigated and the reported difficulty grasping the leaflets and complete clip detachment appears to be a result of patient morphology/pathology due to the barlows diseased valve. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.